Event description:
It was reported that while in primary knee case. Used a captured femoral cutting block put in a 5 and while going to cut the size the doctor changed his mind. Went to pull out of cutting block and femoral impactor and two pins snapped off and stayed in patient. The surgeon used vice grip and pulled them out. Grabbed another size 4 block and cut when completed and pulled out again one of the pins got snapped off in the bone again. Surgeon removed pin and closed up and finished case.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding fixation pegs disassociating from a size #5 4-in-1 cutting block captured assy. Tria. Exp. Instr. Was reported. The event was confirmed. Visual evaluation showed the device was returned with two fixation pegs disassociated from the block, and device evaluation under magnification concluded that there was no evidence of an interference fit between the missing pegs and the blind holes. A device history review indicated that all devices were manufactured and accepted into final stock with no reported discrepancies. A complaint history review indicated that there have been similar events for the reported lot. The investigation concluded that the fixation pegs disassociating from the triathlon 4:1 cutting block was caused by a manufacturing nonconformance. Based upon the conclusions of the visual analysis, it was concluded that the supplier, (B)(4), had not performed the required press fit operation between the peg and block and had reamed the cutting block hole oversized which led to the pin coming out of the assembly.

Event description:
It was reported that while in primary knee case. Used a captured femoral cutting block put in a 5 and while going to cut the size the doctor changed his mind. Went to pull out of cutting block and femoral impactor and two pins snapped off and stayed in patient. The surgeon used vice grip and pulled them out. Grabbed another size 4 block and cut when completed and pulled out again one of the pins got snapped off in the bone again. Surgeon removed pin and closed up and finished case.